Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per the patient's following physician, this ICD inappropriately shocked the patient. The ra and rv leads are competitor&#62688;leads. After the shock, the lv lead stopped functioning and was replaced. This ICD remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 62 months and 379 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the anti-tachycardia therapy function was not deactivated after the explantation. As a result, noise was detected, leading to a large amount of charging cycles. The holter documents revealed that the iegms corresponding to the time during which the device was implanted and in service were overwritten by this large amount of episodes due to oversensing after the explantation. However, there was no indication of a device malfunction. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend..